Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported an over infusion of oxytocin. It was reported by the cpc that the oxytocin line was placed in the module programmed for lr and lr (lactated ringer) went in the module programmed for oxytocin. Although requested there was no response from the customer.

Manufacturer narrative:
This file is a duplicate, devices subsequently were received and reported under file pr 271782 see investigations findings under manufacturer report number (B)(4).

Event description:
The customer reported an over infusion of oxytocin. It was reported by the cpc that the oxytocin line was placed in the module programmed for lr and lr (lactated ringer) went in the module programmed for oxytocin. Although requested there was no response from the customer.